Manufacturer narrative:
Additional information provided in b.5., b.6., b.7., g.1., and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the patient also underwent a vitrectomy due to cloudy vitreous. The patients symptoms have resolved.

Manufacturer narrative:
Additional information provided in b.2. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The lens was returned submerged in liquid in a screw top container. The lens was removed from the container. Scratches are observed on the anterior surface. There is a linear row of small cracks on the anterior surface. This may have occurred during removal. There are also three areas which appear to be yag damage. The lens was rinsed with lphse and allowed to dry. The lens does not appear cloudy. The optical resolution is acceptable; lens meets specification for focal length equaling a 21.5 diopter. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported issue. The lens did not appear cloudy upon examination. The optical resolution is acceptable; lens meets specification for focal length equaling a 21.5 diopter. There is evidence a yag procedure may have been performed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health authority reported that after an intraocular lens (iol) implant surgery, a lens presented with clouding of the material. The patient had a lens exchange surgery done as a secondary procedure. Additional information has been requested.